Manufacturer narrative:
The customer's concern regarding failed accuracy was unable to be confirmed. However delivery accuracy testing on the pump, supports the complaint. Delivery accuracy testing found the pumps average delivery error to be over delivering the control limit specification of +/- 3% but within the published specification of +/-6%. The pump's expulsor will be trimmed to bring the pump's delivery into more nominal range.

Event description:
It was reported that cadd legacy pump was over-infusing. No patient in jury was reported.

Manufacturer narrative:
The customer's concern regarding failed accuracy was unable to be confirmed. However delivery accuracy testing on the pump, supports the complaint. Delivery accuracy testing found the pumps average delivery error to be over delivering the control limit specification of +/- 3% but within the published specification of +/-6%. The pump's expulsor will be trimmed to bring the pump's delivery into more nominal range.

Event description:
It was reported that cadd legacy pump was over-infusing. No patient in jury was reported.